Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that 60 cycle interference/oversensing was noted on a strip. Follow-up determined that at the time of interference, the patient was in a hot tub. The device remains in use. No patient complications have been reported as a result of this event.